Event description:
The customer reported, there was a fuse holder fault error that displayed on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fuses. Also the tab for a power supply was adjusted. The system operates as intended.